Event description:
Event description cpi received information that this patient with a bipolar lead and implantable cardiovertor defibrillator (ICD) fell from a roof top and broke his left arm. After the fall, during a check of the system, high atrial impedance and high atrial pacing threshold measurements were noted. On april 23, 1998 the physician elected to remove the lead, after the lead was removed a defect was found at the ring/tip area. A new lead of the same model was implanted and connected to the ICD.